Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of event. During onsite visit the field service engineer (fse) checked the device and could not be reproduced the reported issue. Fse performed system verification as per sir (service installation record). Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that scanner initialization error in the unknown eye of a patient, timing was unknown. Additional information has been required.

Manufacturer narrative:
¿ Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.¿ the manufacturer internal reference number is: (B)(4).